Event description:
It has been reported that one bd¿ syringe 0.5ml 30ga tw 8mm bls 400 sg has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: scale missing when preparing the supplies, the nursing staff found that the syringe of the product was not marked.(scale missing.)

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2ml, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 8325560. Customer states that the syringe was not marked. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch# 8325560. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789164] noted that was print registration. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 016dec2019, holdrege received a photo of (1) 0.5ml 30ga tw 8mm bd safety glide insulin syringe in an blister pak from material 305934, batch 8325560. Physical evaluation: visual inspection of the syringe found there was a blank barrel with no print scale at all. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Device history record evaluation: the device history record (DHR) for assembled syringes batch #8232526, #8338685 and #8338683 was reviewed and there were one (1) quality notifications written for issues related to print defects that went into all three (3) of these batches. Notification 200789164 root cause: at the printer operation, on (B)(6)2019, the print quality was found to be out of registration, slanted lines and missing print on the barrel. The drive belt went out of time due to damaged barrels getting stuck under the belt. The damaged barrels were caused by a transfer rail going to slow. Corrective action: adjusted the air jets to have a better flow at the infeed prior to the drive belt conclusion: based upon the preliminary investigation, it is likely the condition that caused the missing print on the barrel occurred at the bd holdrege manufacturing plant at the safety glide printer operation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 0.5ml 30ga tw 8mm bls 400 sg has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: scale missing. When preparing the supplies, the nursing staff found that the syringe of the product was not marked.(scale missing).